Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the ECG "d" cable was severed. The root cause for the damage could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) male pt's electrode belt had exposed wires. The pt was issued a replacement electrode belt.